Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73k1800895 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the case the surgeon successfully used 3 clips, then one jammed. The surgeon removed the clip and the next two clips did not have a boss or round nub on the end. After cycling through another clip, the device worked fine, and the case was completed.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the outer tube was bent. The damage to the outer tube would prevent the device from firing properly. The returned sample appears used as there is biological material present on the device. Functional inspection could not be performed based on the condition of the returned sample. However, the sample was disassembled to inspect the internal components. It was found that the ratchet was intact. The channel was slightly bent due to the tube being bent. The sample was returned with 1 clip remaining in the channel, indicating that 14 clips were fired by the end user. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "unit jammed causing clip to damage" was confirmed based upon the sample received. The sample was returned with the outer tube bent. Functional testing could not be performed since the damage to the outer tube would prevent the device from firing properly. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.

Event description:
It was reported that during the case the surgeon successfully used 3 clips, then one jammed. The surgeon removed the clip and the next two clips did not have a boss or round nub on the end. After cycling through another clip, the device worked fine, and the case was completed.